Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported that when she adjusts her stimulation with the pt programmer, she experiences overstimulation. A new pt programmer was sent to the pt but did not resolve the problem. A diagnostic test revealed low impedance measurements for all lead contacts. An x-ray of the pt's scs system will be scheduled for further interrogation. Follow-up on this matter found that the pt is reportedly using the stimulation as is; the next course of action in this matter remains undecided.